Manufacturer narrative:
The lot number was provided for the reported malfunction, therefore the lot history review was performed. The device was returned for evaluation. The investigation is confirmed for reported material rupture and catheter stretched. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 426-1504x pta balloon dilatation catheter allegedly experienced material rupture and catheter stretched. The information was received from a single source. One patient was involved with no reported patient injury. The patient age weight and gender was not provided.